Event description:
It was reported that pump experienced malfunction alarm with code malf 3 and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, tandem technical support sent replacement pump.